Manufacturer narrative:
(B)(4). Additional information received: the procedure was a single site lsh. Did they convert the procedure to an open procedure (to locate the broken blade tip)? No, the procedure was not converted to open. After the blade broke, they brought in the c-arm and located the blade on x-ray. Laparoscopic suction and irrigation was used liberally. A piece of the blade was retrieved in the suction reservoir and the patient was x-rayed again showing no evidence of any blade pieces. The retrieved piece of the blade does not account for the entire broken blade, but the surgeon is confident that no blade pieces remain in the patient. What is the current status of the patient? The surgeon did not report any harm or injury to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: was the broken blade tip retrieved from the patient? A portion was recovered in the suction resoviour, but it is not known whether the piece retrieved accounts for the entire broken blade. The rep will try to clarify when he picks up the device this week. Did this cause a change in the plan of care for the patient? The c-arm was brought in for intraoperative xray. The sales rep thinks they considered converting to open, but that they did not, however this is not confirmed. The rep will try to clarify.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade broke off inside the patient and they have not been able to find it. Intraoperative xray was done and did not show the blade. A piece of the active blade was recovered in suction, but it is unknown if the entire blade is accounted for or not. Another like device was used to complete the procedure. The patient status is unknown. It is unknown if the blade recovered in suction.

Manufacturer narrative:
(B)(4) date sent: 1/12/2017. Batch # (B)(4). This analysis is based on an image sent by the account and is not of the instrument. Image 1: the image provided by the customer was that of an harh36 instrument in the shipping blister. The distal tip of the instrument showed a broken blade. This kind of damage to the blade is typically associated with the blade coming in contact with metallic objects. Because the instrument was not return our evaluation is limited. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.